Event description:
During intubation, ett would not stay inflated. Ett had to be removed and patient needed to be re-intubated right after initial intubation.======================manufacturer response for sheridan/ cf 8.0 mm cuffed tracheal tube per site reporter).======================left a message and awaiting a call back from the manufacturer.